Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient reported that the sensor was working before he went to bed the previous night and he woke up the morning of the event (B)(6) 2024 around 4:00 am-4:30 am and he was experiencing hypoglycemic seizures. The patient hit his head during the seizures and noticed blood on his face. He had to sit for an hour on his bed because he could not move until his blood glucose increased. At approximately 5:00 am the patient was able to get out of bed because his glucose had risen. There was no treatment administered. When the patient got out of bed, he realized that there were no cgm readings and did not recall hearing the sensor failure. At the time of the report the patient was feeling ok but a little lightheaded. At the time of the report the bg reading was showing 67 mg/dl. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.